Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An investigation was initiated based on related reports that alleged inadvertent activation of the rf feature. The most likely cause of the reported event can be attributed to an issue with the software of the mdcons100 console, an algorithm intended to disable the rf functionality when an internal leak was detected, was itself inadvertently disabled. It should be noted that the investigation determined that events leading to the complaints were only possible with the combination of both an energy blade and console loaded with the referenced software. In effort to mitigate the reported inadvertent activation of the rf feature, the original equipment manufacturer is requiring that customers in the united states isolate their blades and also mdcons100 consoles with the affected software and return the console to olympus for a software update.

Manufacturer narrative:
This supplemental report is being submitted to provide the device history record (DHR) review. The original equipment manufacturer (OEM) performed a review of the device history records (DHR) and indicated there was no abnormalities during the manufacturing process for the subject unit.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s experience cannot be confirmed. If additional information is received or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus representative reported that during a therapeutic submucosal resection procedure, the blade worked for about two minutes before it would no longer resect/spin or deliver bipolar cautery. The bipolar cautery started working intermittently, while the blade and handpiece icon would disappear on the console. It was also reported that the bipolar cautery delivered cautery without pressing the button. The sales representative reported that he was able to duplicate the reported issues with the exception of the system delivering cautery without pushing the button. The sales rep reported, when removing the blade from the hand piece, the blade and hand piece icon on the console would disappear for 1 second. From there, the hand piece icon would reappear. When removing a blade, only the blade icon should disappear. This issue happened towards the end of the procedure. No errors displayed. However, the hand piece and blade icons would disappear intermittently. Then both icons disappeared and the blade would not work any longer. There was very minimal bleeding reported. No longer stay or additional procedures needed for the patient. The procedure was prolonged by about 10 minutes. 2 of 4 reports.